Manufacturer narrative:
The root cause category is method/other. The photo shows the wrap is leaking chemistry from one cell pack. A previous investigation for the same defect, same batch; investigation (B)(4) determined the most probable root cause is method/other. Non-woven manufacturing process generates buildups when the materials are conveyed throughout the production lines. There are areas more susceptible to accumulate buildups due to the movements of the web during its transition. The cleaning of these areas is considered critical to keep the control of the web through the manufacturing process to avoid web mistracking issues. During this incident, the accumulation of glue (buildup) on dead plates repositioned the web cells in the cross machine direction (mistracking). Therefore, the cells were placed in a different position of the profiled edge exposing the cells to be in direct contact with the die cutter blade. This jeopardized the seal of the perimeter of the cells and allowed the premix to leak from the cut edge of the product. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516).

Event description:
Event verbatim [preferred term] directly after unpacking there was a device issue that the black, warming, chemical content leaked out of the white packaging material [device leakage] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, selbstmedikation. A contactable consumer reported a female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) (device lot number t26693, expiration date aug2020) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I like to use the thermacare regularly, despite the fact that they are not cheap. Directly after unpacking there was a device issue that the black, warming, chemical content leaked out of the white packaging material. Now I have no more here, but I need it urgently. I ask for a reimbursement." The consumer lives in (B)(6) and was on vacation in (B)(6) when the damaged product was bought. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is method/other. The attached photo shows the wrap is leaking chemistry from one cell pack. A previous investigation for the same defect, same batch; investigation (B)(4) determined the most probable root cause is method/other. Non-woven manufacturing process generates buildups when the materials are conveyed throughout the production lines. There are areas more susceptible to accumulate buildups due to the movements of the web during its transition. The cleaning of these areas is considered critical to keep the control of the web through the manufacturing process to avoid web mistracking issues. During this incident, the accumulation of glue (buildup) on dead plates repositioned the web cells in the cross machine direction (mistracking). Therefore, the cells were placed in a different position of the profiled edge exposing the cells to be in direct contact with the die cutter blade. This jeopardized the seal of the perimeter of the cells and allowed the premix to leak from the cut edge of the product. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. This is a potential device malfunction s3-skin burn- per rpt- (B)(4) bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516). Company clinical evaluation comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.

Manufacturer narrative:
The root cause category is method/other. The attached photo shows the wrap is leaking chemistry from one cell pack. A previous investigation for the same defect, same batch; investigation 1066015-2019-00109-1 determined the most probable root cause is method/other. Non-woven manufacturing process generates buildups when the materials are conveyed throughout the production lines. There are areas more susceptible to accumulate buildups due to the movements of the web during its transition. The cleaning of these areas is considered critical to keep the control of the web through the manufacturing process to avoid web mistracking issues. During this incident, the accumulation of glue (buildup) on dead plates repositioned the web cells in the cross machine direction (mistracking). Therefore, the cells were placed in a different position of the profiled edge exposing the cells to be in direct contact with the die cutter blade. This jeopardized the seal of the perimeter of the cells and allowed the premix to leak from the cut edge of the product. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. Investigation pr 2379610 t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516).

Event description:
Event verbatim [preferred term] directly after unpacking there was a device issue that the black, warming, chemical content leaked out of the white packaging material [device leakage] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program, selbstmedikation. A contactable consumer reported a female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) (device lot number t26693, expiration date aug2020) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "I like to use the thermacare regularly, despite the fact that they are not cheap. Directly after unpacking there was a device issue that the black, warming, chemical content leaked out of the white packaging material. Now I have no more here, but I need it urgently. I ask for a reimbursement." The consumer lives in germany and was on vacation in (state name in united states) when the damaged product was bought. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is method/other. The attached photo shows the wrap is leaking chemistry from one cell pack. A previous investigation for the same defect, same batch; investigation pr-2206678 determined the most probable root cause is method/other. Non-woven manufacturing process generates buildups when the materials are conveyed throughout the production lines. There are areas more susceptible to accumulate buildups due to the movements of the web during its transition. The cleaning of these areas is considered critical to keep the control of the web through the manufacturing process to avoid web mistracking issues. During this incident, the accumulation of glue (buildup) on dead plates repositioned the web cells in the cross machine direction (mistracking). Therefore, the cells were placed in a different position of the profiled edge exposing the cells to be in direct contact with the die cutter blade. This jeopardized the seal of the perimeter of the cells and allowed the premix to leak from the cut edge of the product. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heat wrap rmp, effective 28-sep-2018, version 1.0. Investigation (B)(4). Menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516). Amendment: this follow-up report is being submitted to amend previously reported information: checked product problem checkbox., comment: the above referenced lot number t26693 was recalled on (b)((6) 2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.